Manufacturer narrative:
(B)(4). Batch # t5c711. Investigation summary: two photos along with the device was returned for evaluation. Upon visual inspection of two photos, the following was observed: the photos show a device with a blue reload from anvil area and tissue between jaws can be seen. Also, it was noted several staples that have the proper b-formed in the proximal end of reload. In the middle of reload the staples appears to be properly formed and near the proximal end of the reload two staples leg protruding of reload can be seen. This indicate that the reload was partially fired. The device analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 2/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It was reported that: malformed staple. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional information was requested and the following was obtained: was the staple line complete? Don't know. Did the device cut? Yes. If yes, was the cut line complete? Don't know. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Don't know. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? No problem. If yes, did the jaws eventually open?

Event description:
It was reported that during an appendectomy procedure, the surgeon was not use to this stapler. The result was not satisfactory. The staples were not formed properly. No patient consequence reported.